Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in the shape of a pinhole was noted upon first inflation at 10 atmospheres for 30 seconds. The device was removed without problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.